Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. Imaging provided shows one loosened locking cap. The exact cause of the reported issue could not be determined.

Event description:
It was reported that multiple locking caps have popped off post-operatively.